Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(6), information was received from a nurse regarding a (B)(6), male patient who was receiving bupivacaine 10mg/ml at 4.495 mg/day via an implantable pump for non-malignant pain. On 2015 (B)(6), the empty pump alarm was heard as the patient missed a refill and the pump went empty. The alarm was confirmed by telemetry. No patient symptoms were reported. The patient was refilled on 2015 (B)(6). If additional information becomes available, a follow-up report will be submitted.